Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. The patient was treated with vancomycin, fortum and amikacin. At the time of this report, the peritonitis was resolving, and the patient remained hospitalized. Dianeal therapy was ongoing. A causality statement was not reported.

Manufacturer narrative:
(B)(4). Follow-up information was supplied by the nurse on (B)(6) 2011. Adverse event information was added or amended. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the event of peritonitis resolved.